Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrences. The customer reported that the unit was in use on patient, there was no patient harm reported.